Manufacturer narrative:
This report is for an unk - fibulink/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a patient underwent a fibulink removal. The patient was partially healed in valgus and short. During the procedure, the implants couldn¿t be removed per the standard procedure because the fibula was no longer aligned with the tibia. In order to remove the implant, the surgeon had to perform an osteotomy to remove part of the fibula to gain access to the link and the tibia screw. During the removal attempt, a portion of the screw broke off. Concomitant devices reported: unk - constructs: plate/screws-tibia (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device unk - fibulink. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: photo investigation: the device was not returned for investigation. A photo investigation was performed on the x-ray. In the attached image, the link appears to have slightly moved from its implanted position which could be due the fracture distal to its implanted position. The revision of the plate was also due to the fracture. Hence, there seems to be no issue with the fibulink. The root cause of the issue could not be determined from the available information. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.